Event description:
It was reported that this inflatable penile prosthesis was not working. The material tore in both cylinders and had in growth of tissue, and also the device was identified with fluid loss. The device was removed and replaced. The surgery was completed in approximately four hours. No further patient complications were reported.